Event description:
It was reported that during drilling for a cephalomedullary nail lag screw over a 3.2 mm pin, the lag screw drill became caught within the drill cannula and the gold tip fractured into multiple pieces. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) - drill. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.